Manufacturer narrative:
Additional information - section d: serial number: (B)(6). Lot number: 3000092772. Exp. Date: 03/26/2022. Additional information - section h: manufacture date: 03/26/2019. Corrected catalog number from: 0684-00-0295-01 to: 0684-00-0497. Corrected brand name from: mega 7.5fr. 40cc iab to: mega 8fr. 50cc iab. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A visual examination of the product detected the inner lumen within the catheter was completely separated within a kink approximately 75.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, balloon rupture occurred. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, balloon rupture occurred. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, balloon rupture occurred. There was no reported injury to the patient.